Event description:
After laser fiber was connected, a screen popped up with a "fiber error" statement per md. Unable to click ok to bypass screen. A different laser fiber was used to complete the procedure.